Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument accessory involved with this complaint and completed the device evaluation. The sureform 60 blue reload was returned and inspection found no damage on the returned stapler reload. The stapler reload was returned fired. Inspection found no pushers at the bed surface of the cartridge, the reload knife was still concealed at the proximal end of the cartridge. The blade was at the distal end and not exposed. No damage was found on the cartridge. All pushers were deployed and no unformed staple was confirmed. Further investigation of the reload found an exposed staple. The exposed staple was located at the distal end of the reload. The reload was also found to have cartridge damage at the distal end of the reload. The root cause is attributed to the mishandling and misuse. The reload was dismantled and inspection confirmed indentations on the blade at the distal end due to mishandling and misuse. Failure analysis engineer (fae) confirmed that all pushers deployed indicative of a complete fire. Cartridge damage and knife damage along with the lodged staple are indicative of firing across a prior staple line. Damage to the reload is likely user related. Additionally, the sureform stapler 60 instrument was returned and failure analysis confirmed no functional issue with the instrument. A system log review was performed by the intuitive surgical inc (isi) regulatory post market surveillance analyst and confirmed that three procedures were performed on (B)(6) 2022. Verification of the accessory product via system logs could not be performed because accessory device product details are not captured in the system log. Further review of the logs performed by the failure analysis engineer (fae) confirmed that a sureform60 stapler instrument was used during the (B)(6) 2022. No image or video of the procedure was provided for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the sureform 60 staple did not close properly and a loose staple was noted. The report is ambiguous and it is likely that the staples were malformed with an unknown cause. Malformed staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not formed as expected. Additionally, the reporter was unable to confirm if a fragment fell inside the patient's body. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. There was no report of patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the sureform 60 staple allegedly did not close properly and loose staple was noted. It is currently unknown if a fragment fell inside the patient's body. No known impact or patient consequence was reported. The reporter was unable to provide further information related to the procedure. Intuitive surgical inc (isi) followed up with the initial reporter and obtained the following additional information: initial reporter stated that they are unable to confirm if a stapler instrument was used intraoperatively. The initial reporter mentioned that they are unable to provide any further information.

Manufacturer narrative:
On 10-nov-2022, the following additional information was obtained: the sureform 60 stapler jaws were not stuck on tissue when the issue was identified. There was no adverse effect to the grasped tissue, no unexpected tissue removal and no unexpected bleeding. The customer also explained there was no issue when tissue was being clamped and removal was normal. It is unknown if there were any malformed staples, but loose staples were noted. There were no fragment(s) that fell into the patient.